Manufacturer narrative:
(B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there was a molding defect in the cap of several bd vacutainer® k2e 5.4mg plus blood collection tubes. There was no report of exposure, injury or medical intervention.